Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in spain. E1: (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a dermatome did not cut effectively and did not function as intended. The issue was identified outside of a surgical procedure. There was no patient involvement. Diligence is complete as no additional information was noted.